Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. Damages were found on the returned pullback sled. The sled nose piece was damaged when received. The returned sled was not able to properly connect to the test catheter due to the detached nose piece. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-03953 and 2134265-2014-03954. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, the sled was connected to a mdu without any problem. The physician activated the automatic pullback function the device did not move during use. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-03953 and 2134265-2014-03954 it was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, the sled was connected to a mdu without any problem. The physician activated the automatic pullback function the device did not move during use. No patient complications were reported and the patient's status is good.